Event description:
The customer reported, the system loses video on monitors. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cpu, image processor, and display adaptor. System operates as intended. (B) (4)